Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient experienced loss of consciousness without any warning symptoms. Before losing consciousness, the cgm reading was reading 100 mg/dl. When the patient regained conscious by themselves, they treated with orange juice. No further treatment was reported to be necessary, and no higher level of care was looked for. The patient did not take any fingerstick during the event. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.